Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore, a more specific code could not be selected.

Event description:
It was reported, that hour glass, no readings, sensor error was reported. The sensor was inserted into the abdomen. On (B)(6) 2023, it was reported, by the child that the patient experienced or hour glass icon in status box . Which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient was on the way to a haircut. The patient experienced decreased responsiveness and shaking. The dexcom display device showed no readings. The child called an ambulance and paramedics checked the blood glucose (bg) which was 60 mg/dl. The hypoglycemia was treated with IV glucose and the patient recovered after treatment. Emergency medical service instructed the patient to eat. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was ok. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.